Event description:
The doctor reported that a laser vision correction patient presented with central islands in each eye following laser vision treatments.the patient's visual acuity was 20/40 in the right eye and 20/30 in the left eye.

Manufacturer narrative:
(B)(4):amo field service inspected the system at the customer location and observed a circular artifact on the center of the block flat ablation calibration card. No issues were found with the aspirator system. Field service replaced optics and verified system meets specifications.all pertinent information available to amo has been submitted. (B)(4): placeholder.